Event description:
It was reported that during ablation of a ventricular extrasystole from the rvot, a cardiac tamponade occurred. There was a pericardial puncture and drainage. Additional information was requested, but no response has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).